Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested attachment and found if failed for water and chip air leak, water leak and cut tests. Then quality personnel tested the attachment and found it passed maximum temperature specifications. The attachment then was disassembled and microscopically inspected to find a possible cause for the reported rise in temperature. The head and set components displayed moderate to severe amounts of debris. All components were dry and lacked lubrication. Although the attachment was operational, the inner component condition would indicate that a lack of maintenance may have caused an accelerated wear of the internal components which could have led to an increase in friction and in turn, an increase in the temperature of the attachment as reported by the complainant.

Event description:
In this event a doctor reported that a estylus 1:5 attachment overheated. There was no injury or intervention.